Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0060 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported not able to flush on pgp after insertion. Ultrasound guided insertion without complications. Normal blood response. Guidewire advancement without complications. No resistance, no pain from patient. When flushing is initiated, there is resistance in the catheter, and it´s impossible to flush. The catheter is then removed. When it´s inspected, it looks like a springer- twisted around. They tried 3 times and again it happened, that they where not able to flush and when removed it is twisted around.